Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to call back with the power cable available to perform a pump reset, and the customer agreed to call later. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.